Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 494 mg/dl and a moderate level of ketones. Reportedly, customer was using lyumjer for insulin therapy. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 2 1/2 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.